Event description:
Pt was treated with thermi tight to improve skin laxity of neck and she sustained 2nd and 3rd degree burns that is requiring on-going treatment and may require long-term treatment, including excision of burn scars and flap closure or skin grafts. Thermi company has not communicated anything in any meaningful way so far and local/regional reps have been quiet. Therapy date: (B)(6) 2017; route used: subcutaneously. Skin laxity - neck. Scars from previous surgery. "Is the product compounded: no, is the product over-the-counter: no."